Event description:
A medwatch was received (enclosed) that indicated, "the infant received burns during the course of delivery from a bovie device. The burns are located on the right knee, left foreleg and left foot and range from 1st to 3rd degree burns". The customer was contacted regarding the pt's injuries and would not discuss the incident further.